Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 36 mg/dl at the time of incident and treated with food. Customer experienced symptoms such as shaking, sweating and inability to follow commands as result of low blood glucose. Insulin delivery was not suspended due to sensor glucose vs blood glucose difference. Sensor glucose value from reported event was 85 mg/dl. The insulin pump will not be returned for analysis.